Event description:
According to the report, the adhesive was used to close a facial laceration. The laceration was at the outside corner of the eye; the parent reported that during the application of the adhesive, the outer portion of the eyelids were glued together. Parent was given erythromycin ointment.